Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown trochanteric femoral nail advanced (tfna) nail implantation on (B)(6) 2018, the guide wire sheared apart into two (2) pieces when the unknown lag screw stepped reamer was applied overtop of it. Initially, the unknown tfna nail was implanted into the femoral canal and the guide wire was placed into the femoral neck. Once final guide wire position was chosen, the unknown lag screw was measured and reamed for. After which, the guide wire issue happened. The threaded portion of the guide wire remained anchored in the femoral head. Various long, narrow unknown graspers and unknown forceps were used to try to pull the broken guide wire out through existing bone channel, which was created by the unknown lag screw reamer. Another guide wire was placed parallel to the broken guide wire a few millimeters inferior. An unknown drill bit was used over the second guide wire, and was used to remove bone that was thought to be anchoring the broken guide wire. Since the broken guide wire would still not come out, it was decided to proceed inserting the unknown lag screw and have the broken guide wire remain implanted along with the unknown tfna. The guide wire remained in the femoral head and immediately adjacent to the unknown nail¿s unknown lag screw. The procedure was successfully completed with a surgical delay of sixty (60) minutes due to attempts to retrieve the broken guide wire. It is unknown what the patient outcome was. Concomitant device reported: unknown lag screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Event description:
Additional concomitant device: handle for torque limiters (part # 03.110.005-001, lot # unknown, quantity 1).

Manufacturer narrative:
A product investigation was completed: the guide wire is broken as described in the complaint description. The broken part was not made available for investigation. The complaint relevant dimensions were checked as far as possible and were found to be within specifications. Our investigation shows that the guide wire is broken as described in the complaint description. The manufacturing review could not be performed as the lot number is not legible due to the various scratches on the surface. Unfortunately, we are not able to determine the exact cause of this occurrence. We found that the longer broken part of the guide wire runs in a cone at the end. This is an indication that the guide wire was cut off by the reamer and it is likely that the wire was either bent after the insertion or that too high lateral stress, possibly by high soft tissue pressure, was applied during reaming. The surgical technique guide recommends ¿if the guide wire has been bent to a greater extent, reinsert it or replace it by a new guide wire. Otherwise, the guide wire may be advanced through the joint.¿ the measurable dimension of the guide wire were as far as possible checked and found to be in compliance with the technical drawings specification. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Handle for torque limiting attachment (part: 03.110.005-001, lot: unknown, quantity: is no longer considered concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.